Event description:
It was reported that while in use the tip of the ptd broke off and the basket came apart. The physician was able to retrieve the tip; however, it is not known how it was removed. There was no delay in treatment and no pt death or complication reported.

Manufacturer narrative:
(B)(4).